Manufacturer narrative:
The customer¿s report of a leak at the connection was confirmed. The set and components were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No loose connections or other anomalies were observed during initial visual inspection. Functional pressure testing was able to confirm a leak from one of the maxzero ports on the suspect extension set model mz9265. Closer inspection of the maxzero under a lab microscope confirmed a microchannel on the interior maxzero walls that allowed fluid to leak. No other leaks were observed from the extension set or concomitants. The source of the leak is due to a microchannel found in one of the maxzero ports of the suspect extension set model mz9265. The root cause of the microchannel which creates a fluid path is a manufacturing issue during final assembly of the maxzero component.

Event description:
It was reported from the nicu that the area around the patient PICC line was wet where the bifuse connects to the tpn. After checking the connections at all sites it was found that where the tpn inserts to the bifuse was loose and remained loose after tightening the connections. The bifuse was removed and lines and connection were cleaned and replaced. It was also noted that there was no patient harm associated with this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported from the nicu that the area around the patient PICC line was wet where the bifuse site and the tpn connects. After checking the connections at all sites it was found that where the tpn inserts to the bifuse it was loose and remained loose after tightening the connections. Bifuse was removed and lines and connection were cleaned and replaced. There was no patient impact.